Manufacturer narrative:
Per the clinic, it was reported that the internal magnet was removed in order to convert the patient to a percutaneous baha implant system. An abutment was placed on the implant fixture, which remains insitu. This report is filed on may 06, 2019. Registration number 3009092818. Exemption number e2106011.

Manufacturer narrative:
This report is submitted on march 26, 2019. (B)(4).

Event description:
Per the audiologist, the patient experienced wound breakdown and subsequently was treated with topical antibiotics (date not reported). There are plans to explant the device and reimplant the patient with a new device; however, this has not occurred as of the date of this report.